Event description:
Reportedly, when an attempt was made to use the device to perform analysis of pt ECG, a continuous display of 'connect electrodes' was observed.

Manufacturer narrative:
The reported device was tested by the factory and proper operation was observed, through full performance and functional testing. A download of the reported pt record from device memory was evaluated by the factory. The eval concluded that the device functioned within specs. The device main pcb assembly was replaced as a preventive measure, the device retested and returned to the facility for use. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.